Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient's grandmother thought that the catheter was periodically kinking because the patient intermittently had symptoms of baclofen withdrawal and severe rigidity. The last occurrence was noted to be on (B)(6) 2018. No other information was provided. No further complications were reported.